Manufacturer narrative:
The evaluation of the locatable guide found the electrical connector was loose and covered in plastic fragments from the handle indicating the connector was most likely twisted in place, which caused the eeprom wires to be disconnected. A review of the device history file for this lot found no anomalies. Superdimension is filing this MDR in an abundance of caution due to multiple exposures to anesthesia.

Event description:
Distributor reported that a locatable guide was not detected by the superdimension ilogic system. Additional information received on (B)(6) 2012, stated the superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.